Event description:
It was reported that alarms will not go off and error. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Manufacturer narrative:
FDA procode updated based on information known at this time. Catalog item ID is unknown and unable to acquire through follow up activities.